Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display problem isolated to the electronic assembly. Unable to verify low battery alarm due to blank display noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had the batteries are always drained very quickly. The insulin pump completely run out of battery and put in a new. Defect the insulin pump with serial number. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.